Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following findings were noted : externally the unit is in good condition. When device was tested, the front panel led's switch off and the alarm sounds (intermittent alarm). This was found to be due to a faulty main board. Internally, there is slight damage to the ribbon socket on the main board. Based on evaluation findings the failure found was due to faulty main board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of intermittent alarm . After switching on the power source an alarm is generated and the light on the front panel is turned off . The issue found during prechecks inspection. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and it was determined that the phenomenon was caused by a faulty patient circuit (cr) board. Olympus will continue to monitor field performance for this device.